Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator became inoperative. At this time, it is unknown if there was patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the touch screen was not working. The ventilator was not in use on a patient at the time of the vent. A non-medtronic service provider evaluated the device. The reported condition was verified. Extended self-test was performed and the ventilator passed all tests.